Event description:
The surgeon was using the omni guide laser in conjunction with the 5mm needle driver. When dedocking the robot, the needle driver was removed, it was identified that the coating on the instrument shaft had melted and pieces had fallen into the patient which were later recovered.